Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced difficult plunger movement during use. The following information was provided by the initial reporter: it was found that difficulty in piston suction of syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced difficult plunger movement during use. The following information was provided by the initial reporter: it was found that difficulty in piston suction of syringe.